Event description:
The customer reported the system was x-rays constantly. The fe reported the system displayed error messages and locked up, but there was no uncommanded x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.